Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was no longer working and it was therefore replaced and calibrated. Analysis also noted a noisy system fan and it was replaced as well. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus was no longer working which left the programmer unable to be used. The programmer was returned for service. There was no patient involvement.